Event description:
The customer reported that the device displayed error 11: flash memory. Technical error 11 (flash memory) triggers an alarm and stops the pump. The device has been received, but has not yet been evaluated. A follow up report will be submitted once the evaluation is completed.

Event description:
One pump with a power cord was received for evaluation. The reported problem of error 11 (flash memory) was confirmed. The device log was reviewed and found additional error. The cpu board was replaced to resolve errors 11, 99, and 30. The display board was replaced to resolve errors 45, 44, and 43. The speaker/flex circuit was replaced to resolve error 51. The power supply board was replaced to resolve errors 21 and 99. After repair, the pump meets specification.